Event description:
Error with panda infant warmer scale: birth weight (wt) for newborn was recorded as [redacted]g using warmer. For the daily wt on nights using infant scale in nbn, wt found to be [redacted]g. This would be a 23% change. The next day, had biomed come and check the warmer, and it was found to be weighing incorrectly, so removed from service for repair. After discussion with pediatrician, decision made to delete original birth wt and use the 1st accurate wt as birth wt. Bedside nurse and mother updated ad hoc for birth certificate. Manufacturer response for infant warmer, (brand not provided) (per site reporter). But since this is an open clarity I called ge for tech support. We did some troubleshooting and he informed me that it could be a load cell malfunction or a mechanical issue like the rubber shocks on bottom of scale. He had me go into service mode and perform an off-center test and it failed, as some corners were off significantly. His recommendation is to replace the load cell and shocks.